Event description:
On (B)(6) 2012 the patient's generator was replaced due to the ifi = yes flag being seen which indicated, per the physician, that the device needed further monitoring. As the patient was already scheduled for a non-vns related surgery on this date, the patient's mother requested the replacement surgery take place on this date as well to minimize the patient's exposure to anesthesia. Additional information was later received which indicated that the patient experienced frequent seizures prior to and after this replacement surgery. The seizures which occurred after the surgery are reported in MFR #: 1644487-2013-00463. It was reported that the seizures occurred over the past several months; however, the exact date they first occurred was not provided. Per clinic notes dated (B)(6) 2012, the patient was seen in the clinic on (B)(6) 2012 and was found to be experiencing frequent seizures. It was planned that the patient's medication regimen would be changed and it was found that the patient's device battery was low. The patient's device was returned on (B)(6) 2012. Results of diagnostic testing performed in the product analysis lab indicates the battery status is an ifi=yes condition. The battery is partially depleted, 2.801 volts (near ifi) as measured during completion of test parameter 7.16.10.2 of the final electrical test. The data in the diagaccumconsumed memory locations revealed that 88.400% of the battery had been consumed. Electrical test results showed that the pulse generator performed according to functional specifications. There were no adverse functional, mechanical, or visual issues identified with the returned generator. No other information was provided.

Manufacturer narrative:
.